Manufacturer narrative:
Baxter received and evaluated the device. The DHR review was completed and revealed no findings that could have been directly contributed to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. An ehl was not performed due to the reported problem being a failure without logical activities or recorded events (e.g., keystrokes, alarms, failures, etc.) That would confirm the problem or identify the direct cause of the event. Evaluation was unable to reproduce the reported symptom of ¿pump under infused¿. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). It was also reported there was no patient injury.